Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the customer was unable to get insulin for the last 2 nights. She explained that the customer was in the hospital due to non-diabetes related issue and the insulin pump failed while in the hospital. Customer did not receive any alarms. Daughter stated that the customer was having difficulty speaking, but he could better describe the problem. The customer was put on the line and customer explained that he was unable to get to the bolus and the insulin pump would shut down or at times it would say the keypad was locked. Blood glucose value was 271 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.